Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: product was not returned for evaluation/repair. Evaluation of the photo sample provided by the customer confirms probe cable damage. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit. H3 other text : evaluation findings are in section h.11.

Event description:
Per biomed - the strain relief has pulled out and the wires are exposed.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the strain relief has pulled out and the wires are exposed.